Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for triglycerides (trigl) on a cobas c 503 analytical unit. The initial result was 8.12 g/l. The doctor questioned this result due to the patient¿s clinical condition. The repeat result was 1.85 g/l. The sample was also repeated on another cobas analyzer with a result of 1.86 g/l. The result of 1.85 g/l was believed to be correct.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6).

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The trigl reagent lot number and expiration date were not provided. Calibration and qc were acceptable. On 30-sep-2025, the field service engineer (fse) replaced the reaction cells, photometer lamp, and the water in the incubation bath. System and sample probe washing were completed. The customer has had no further issues since the service visit. The investigation determined that the service actions resolved the issue; however, the specific root cause could not be determined.